Event description:
It was reported that the left ventricular lead had high thresholds. During the lead revision, the physician stated that the guidewire and stylet would not advance past approximately five inches down the body of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors were distorted. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was breached cut and there was apparent explant damage.